Event description:
Pt was revised to address femoral loosening. Osteolysis was also reported.

Event description:
Caller states she tested 4.2 inr, 3.0 inr, and 2.8 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.